Manufacturer narrative:
The manufacturer previously reported receiving information alleging a failure of a ventilator to power on. The device was not in patient use. The ventilator was evaluated by a third party field service engineer and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a failure of a ventilator to power on. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.